Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the unit had diagnostic code 1007. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The field service engineer replaced the cpu board to resolve the issue. No further action was required. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00386. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. "Vent inoperative 1007 machine and proximal pressure sensors failed" (diagnosis code 1007) was observed to occur in our repair center. Therefore, the cpu board was replaced and the phenomenon was resolved. Investigation remains ongoing.